Event description:
The reporter states that the customer obtained the following blood glucose comparisons on the accu-chek advantage system: 253 mg/dl and 109 mg/dl; 109 mg/dl and 297 mg/dl; 109 mg/dl and 362 mg/dl all aforementioned tests were obtained within 10 minutes. No reported actions taken. No adverse event reported. New system sent and return requested.